Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged the following information was received by the initial reporter with the following verbatim: we have had three instances in the past week of tubing sets breaking and subsequentially resulting in a chemo spill. These items are referenced below.

Manufacturer narrative:
It was reported that the tubing sets break. One photo was taken by the customer that confirmed the customer complaint. Although, the failure was confirmed, without the sample no further investigation can be conducted. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013364t lot number 24059150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.